Event description:
It was reported that during an oral surgery procedure, the attachment on the handpiece caused a burn to patient's tongue and lip. The burn on the patient's tongue went into the superficial tissue and is expected to heal completely. It is unknown whether the burn on the patient's lip will have a scar. The burns were treated with a mouth rinse and silvadene.

Manufacturer narrative:
The hospital still has the unit and is conducting their own testing. Stryker is attempting to get the product back in order to complete the evaluation of the device. If we receive the product back for evaluation or, if we receive any additional information, a follow up MDR will be submitted.